Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped running after some time. Started again after cooling down. Several different batteries have been tried. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.